Event description:
It was reported that the insulin pump alarmed button error. Customer has had blood glucose readings of 400 mg/dl and treated with a correction pen. No further information reported.

Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.